Manufacturer narrative:
Analysis of treatment data recorded by the system revealed nothing unusual. There were no device performance or user issues observed that would cause the symptoms. The rate of abscess seen (92 worldwide reportable incidents out of estimated 200,000+ procedures performed to date) is approximately 0.045% of the procedures and within the acceptable range as identified in risk analysis documentation.

Event description:
Post miradry treatment, patient developed left side abscess, positive for staph infection. The right side axilla developed a 2cm deep ulceration. The abscess was drained and treated with anti-biotics and compress. The ulceration was cleaned with a q-tip and treated with aquaphor.